Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the pump was reset and the malfunction alarm was cleared. The customer resumed insulin therapy. The customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.